Event description:
It was reported that the handpiece overheated and began smoking during a trauma procedure. The procedure was completed with another device without a procedural delay. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.